Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the product was provided decontaminated. One jaw part and parts of the ceramic are broken off, several scratches can be found on the surface. The fragments are not available for investigation. The investigation was performed using a digital microscope. The points of the breakages exhibit no unusual structural conditions, no pores inclusions or foreign bodies could be found. The device quality and manufacturing history records have been checked for the available lot number. The deice history file has been checked and found to be according to OEM specifications valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available as well as a result of investigation the root cause of the failure is most probably related to an insufficient usage. A CAPA is not necessary.

Event description:
(B)(6). During procedure, the jaw of pm438r broke into pieces and one fragment got lost inside of the patient. X-ray were used with 57 sec. Transillumination time with several attempts. The search was very difficult and time consuming. It took more than 2,5 hours to find the fragment in the abdomen and to retrieve it. The following planned surgery was cancelled.